Event description:
When removing the pleural chest drain, the drain would only come out 1-2cms. A purse string suture used to secure the drain was found to be embeded in the chest drain tubing. The stitch was removed as per normal procedure. The drain broke during removal.